Manufacturer narrative:
Product complaint # : (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a bilateral total hip patient was experiencing pain in her right hip and was thus scheduled for surgery to replace the acetabular cup which was in a near vertical position as opposed to the normal 45¿ abduction angle. Upon dislocation of the hip it was discovered that the bearing was a metal-on-metal construct and the acetabular cup was grossly loose from the acetabulum. Fluid and tissue samples from the joint were sent to pathology for examination & culture due to the suspicion that it probably was infected. An antibiotic spacer was made for the acetabulum and the joint was appropriately irrigated. The stem remained in the patient. Since no one was previously aware of the metal-on-metal construct, an ion study had not been performed. Doi: unknown; dor: (B)(6) 2021: right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: per wi-3430, review of the device history record is unlikely to add value to the complaint investigation regarding an allegation of pain. Infection after more than seven years implanted is not likely to have been caused by any error in device processing.